Manufacturer narrative:
Investigation/evaluation: during the course of the investigation, a review of the complaint history and a functional test of the product was conducted. One used vital-port was returned, along with a catheter lock and a length of catheter (~18.5 cm). The device was observed to be assembled when it was received and no signs of leakage were observed under magnification or when the device was flushed during decontamination. A gouge was observed on the face of the vital port housing. No leaks, poor fittings, or holes were observed on either the catheter or the vital port body. The suture holes appear to be used. A second functional test was performed in which the catheter and lock were assembled to the vital port and the distal end was assembled to a second vital port body to create a dead leg. The returned vital port was then punctured with a non-coring needle and pressurized with a syringe of water. No leaks were observed during this test on either the vital port body or catheter. The second vital port was removed and the device was once again flushed. No leaks were observed during this test. Therefore, this complaint could not be confirmed. Based on there being no observed leaks during three separate functional tests of the device and no holes being found on the device or its catheter, this complaint could not be confirmed. This was corroborated through information in the complaint description indicating the doctor could not confirm the complaint either. The presence of a gouge in the device's face indicated that the needle may have contacted the vital port housing instead of the septum during treatment. There were no signs that this was caused by manufacturing nonconformity or implantation anomalies. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
It was reported that a vital-port device was implanted in the subclavian vein of the patient at another facility. The patient complained of leakage from the port. Although this leakage could not be confirmed by the physician; the device was removed and replaced with another device. No adverse effects of any nature to the patient were reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a device was implanted in the subclavian vein at another facility. The patient complained of leakage from the port. This could not be confirmed by the physician. However, the device was removed and replaced with another device.